Manufacturer narrative:
Follow-up #1; date of submission: 03/03/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/13/2015 with the following findings:the pump powered on and displayed a cs-1900 'call service alarm' that could not be cleared: the reported issue was duplicated. The pump case was removed, and a trace of the lps flex cable was found to be cracked; this device failure directly caused the reported issue. The pump history and black box data could not be downloaded due to the cs-1900 'call service alarm'.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a cs-1900 'call service alarm' occurred while the user was performing a rewind/load/prime function. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.